Event description:
A cartridge alarm was reported during the load process, and the caller mentioned this issue had occurred previously with the same pump serial number. It was confirmed that the incident did not cause the customer¿s blood glucose to exceed 500 mg/dl, indicating no adverse impact. To resolve the problem, technical support advised the customer to switch to multiple daily injections as a backup insulin therapy while sending a replacement pump, and provided instructions for returning the faulty pump.